Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings, cause was unknown. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.